Manufacturer narrative:
The returned valve was patent. However, the device did not meet the expectations for reflux, pressure-flow, and pre-implantation testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and may result in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the valve also did not meet the requirements for leak testing due to multiple tears observed in the side and the top of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the reservoir's flexibility was poor intra-operatively. According to the report, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.